Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated they became unconscious in their vehicle and was unable to determine what the cgm was displaying at the time of event. The patient stated he did not experience prior to blacking out; however, the emergency medical technician¿s (emts) were called by an unknown source. While the patient was being transported to the hospital, the emts administered the patient with intravenous (IV) therapy of glucose. When the patient arrived at the hospital, he was given food and drinks and was released the same day. Additionally, the patient stated because they were unable to determine what the cgm was reading at the time of event, they alleged that they lost consciousness due to inaccurate values of their bg. At the time of contact, the patient was fully recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.